Manufacturer narrative:
Related voluntary medwatch form received: medwatch 5154929.

Event description:
Voluntary medwatch form received states: diaphragmatic stimulation from the lv (left ventricular) lead. Lv lead was reprogrammed. Unable to maintain lv capture management safety margin on (B)(6) 2024.